Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the cleaning process, two same devices were damaged. The sheaths were both bent and one was broken in half when someone tried to straighten it. There was no patient involvement.